Event description:
Patient's mother contacted dexcom technical support on (B)(6)2014 to claim no audio output on (B)(6)2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient's mother to test the alert functionality and reported alerts were not functional, but device did vibrate.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and scratches were observed on the lens. A review of the receiver data log found no errors related to the complaint. Device failed function testing. Further tests showed that the speaker is defective. The root cause was determined to be an assembly error.